Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain weight but not received.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended. In turn, ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, surgical intervention steps may be taken to resolve the issue.

Manufacturer narrative:
Additional information was received such as a4 - patient weight, d7 - date of explant.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020 wherein ipg was explanted and replaced. Reportedly, effective therapy was established postoperatively.

Manufacturer narrative:
Method code.